Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the screen is completely black and the device will not turn on sometimes. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, display not working by ui bezel with electrical damage. Auto CPAP w/modem components are burned, ui bezel plus with electrical damage, dreamstation2 blower contaminated, heater plate kit contaminated, inlet/outlet seat contaminated, iso port kit contaminated, bottom enclosure contaminated. The device was scrapped, device not acceptable for use. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."